Manufacturer narrative:
This report is for an unk - end caps: femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a procedure. It was noted that a 6.5 recon screw from a femoral recon nail was removed. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unk - nails: femoral (part# unknown, lot# unknown, qty 1). This complaint involves four (4) devices. This report is for (1) unk - end caps: femoral nail. This is report 3 of 4 or complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - end caps: femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a procedure. It was noted that a 6.5 recon screw from a femoral recon nail was removed. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unk - nails: femoral (part# unknown, lot# unknown, qty 1). This complaint involves four (4) devices. This report is for (1) unk - end caps: femoral nail. This is report 3 of 4 or complaint (B)(4).